Event description:
During removal of vascular access device catheter broke. Interventional radiology contacted and removed device via right femoral vein. Device was inserted in 2001. Physician spoke with vendor and specifically requested report to FDA.